Event description:
The patient called lifescan on 11/15/2004 alleging that the test does not start on her ultra meter. The pt was using incorrect technique by applying blood on the confirmation window. She did not experience any symptoms at the time of testing and visited her md and was not treated. There is no info on what her reading was on the md's meter. She tested with customer service using the proper technique and issue was not resolved. Customer service was unable to resolve the issue and sent the pt a replacement meter. Based on the info provided, this case is being reported as a malfunction, since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.